Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, it was determined that the reported condition does not have the potential to cause a serious death or injury.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced ten times prior to this event. However, no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a broken colleague infusion pump was not confirmed by baxter personnel during product evaluation. Quality engineering reviewed event history and determined that a failure code of 550:121 occurred on the reported occurence date. The root cause was assigned to use/user error. No repairs were needed. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "broken". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.